Event description:
It was reported that during a procedure of the non-tortuous, heavily calcified, 99% stenosed, superficial femoral artery (sfa) with a vessel diameter of 6.0 mm and lesion length of 200 mm the guide wire was positioned across the lesion and the 4.0/100 mm fox sv balloon dilatation catheter (bdc) crossed the lesion with resistance from the anatomy. The bdc was inflated and during the second inflation at 14 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. The device was removed and the lesion was further dilatated using a non-abbott bdc, completing the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.